Event description:
It was reported that pump experienced malfunction with malfunction code displayed as malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump on own when event occurred. The customer reverted to an alternate method of insulin therapy.